Manufacturer narrative:
E1 - facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected - b6, b7, d5, e1 phone number, e1 occupation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage to the cable unit, noise occured and no image had displayed, due to poor water-tightness of the cable unit, water tightness was lost, and there was a cut on cable unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had an image artefact. The issue during preparation for use for an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported the camera head had an image artefact. The issue was found at preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Follow up was made to gather additional information regarding the reported event, however, no further information was provided by the customer. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.